Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged in various places near the distal end and had a .0415 x .0665 piece of insulation missing. The metal shaft was exposed at two different locations as a result. Engineering also found a bent main tube shaft. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical thoracic grasper instrument black sheath was noted to be coming off. No patient harm, adverse outcome or injury was reported.